Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b4: the date of the event was unknown. B5: it has been updated to reflect the correct information.

Event description:
It was reported by the affiliate in italy that preopertively to an unknown surgery on an unknown date, it was observed that the 8022 handpc tornado shaver did not work. During in-house engineering evaluation, it was determined that the motor did not turn as it was rusty. No consequence for the patient. No further information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work, was confirmed. It was found that the motor did not turn as it was corroded. The o-rings were also found to be defective and that the protective conductor resistance of the motor cable was out of tolerance. The motor, motor cable and the defective o-rings were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/18/2015 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by affiliate the 8022 handpc tornado shaver. The device doesn't work. No consequence for the patient. No further information was provided. The device is available to be returned for evaluation. The device doesn't work. No consequence for the patient. Who was involved (e.g. Patient, user, etc.): unknown. When (pre-, intra-, post- surgery): pre-operatively. What happened (describe the event if possible explain what happened with the capital equipment): unknown. What device(s) and how many devices were involved in the event. Product information (name family, and/ or code), load status if required: unknown. The outcome of the event, outcome to the patient(s) and/or users (e.g. Artificial anus, prolonged operation time, blood transfusion): unknown. How was the surgery ended (with same like device, similar product, sutured by hand etc): unknown. The customer states that they have no further information. Motor did not turn as it was corroded.